Event description:
Surgeon reported an inaccuracy. Surgeon said they are unable to find a good position to track instruments and the system says it's too close even if the camera is moved and adjusted. Surgeon indicated that when they are able to track, they feel accurate initially but 20-30 minutes into the case, they feel 4mm off.

Manufacturer narrative:
Outcome of patient has not been confirmed. No adverse effects to the patient were documented. Patient outcome/status has been requested and will be reported when received. Documentation for system evaluation has been requested. The results and conclusions will be determined upon completion of the system evaluation.